Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that patient was lost to follow-up and the implantable cardioverter defibrillator (ICD) device had not been interrogated since 2010. It was noted, upon recent interrogation, that the device reached elective replacement indicator (eri) status and a charge circuit time-out occurred. The device was explanted and replaced. No patient complications have been reported as a result of this event.